Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is torn in half and a small portion of the optic is torn off and missing. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was using a three piece silicone lens model aq2010v and a haptic tore off during insertion. The surgeon cut the lens in half to remove it and replaced with another same type model. No patient injury.